Manufacturer narrative:
The valve serial number is unknown per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results indicate the valve failed due to severe hemodynamic structural valve deterioration (svd stage 3) with both stenosis and moderate intravalvular regurgitation. Additional findings included under expansion of the valve and leaflet fibrosis and calcification. However, the cause of the event is unknown due to the limited information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Retavi registry, patient (B)(6). As reported, approximately 9 years and 3 months post-implant of a 29 mm sapien 3 valve in the aortic position, the valve failed due to severe hemodynamic structural valve deterioration (svd stage 3) with both stenosis and moderate intravalvular regurgitation. Additional findings included under expansion of the valve and leaflet fibrosis and calcification. The 72-years-old patient presented with nyha class iii symptoms. Pre-dilation with a non-ew balloon and implantation of a new 26 mm sapien 3 valve within the existing transcatheter heart valve was performed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to d.4 serial number, UDI and expiration date. Additional information was received. Serial number, expiration date and UDI were updated.